Event description:
In 2007 the patient reported elevated blood glucose readings of 500 mg/dl and "hi" on his blood monitor and he feels "groggy." His normal blood glucose readings are "250 mg/dl or so." He stated that, he switched to his backup infusion device and administered insulin via injection. To troobleshoot, the pt was instructed to disconnect from his infusion site and to bolus. He was able to see insulin drip from the infusion tubing. The patient was very irritated and refused to provide further information. He was advised to contact his physician. Upon follow up in 2007, the patient stated his blood glucose readings have "somewhat" returned to normal but he is bolusing more often and using more insulin injections. He stated that he did speak with his physician and has scheduled an appointment. Further attempts to follow up with the patient were unsuccessful. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.